Event description:
Description: a few years ago, I purchased a bottle of clear care contact lens solution thinking it was like all other disinfecting solutions. I soaked my contacts overnight and put them in my eyes, which resulted in immediate, severe burning. The burning was so severe that I had a difficult time getting them out of my eyes until I washed them out by flushing them with water. The burning sensation continued for some time after removing the lenses and flushing with water, but it didn't appear to do any damage. Several months or a year later, I started to notice that occasionally, eyelashes in one eye were growing inward and scratching my cornea. I made an appointment with an ophthalmologist who determined that my eyelid was turning in slightly (entropion), causing the eyelashes to grow inward. The entropion was caused by scarring under the eyelids. At the time, the clear care incident didn't occur to me, so when the ophthalmologist asked if I had had any trauma to my eyes, I replied that I had not. He referred me to a specialist, thinking that I might have an autoimmune disorder called ocular cicatricial pemphigoid. This disorder causes blistering, resulting in scarring of the mucus membranes, sometimes affecting only the eyes. The specialist did a biopsy on the inside of my eyelid, which resulted in a negative result. There is no test to definitively rule out ocp, therefore, this specialist felt that the scarring on my eyelids indicated that I most likely had ocp. I was then referred to another specialist for treatment of ocp, and she preferred another biopsy on the inside of my mouth, which again was negative. She prescribed a drug called dapsone, which is used to treat a number of skin disease and I have been taking it for about three years. Last year, still thinking that the scarring on my eyelids could have been caused by the clear care, I went to see a doctor who has a pemphigoid clinic in xxxxx. He performed a number of tests including another extremely large biopsy on the inside of my other eyelid, and once again, negative results on the biopsy and no definitive answers. I have repeatedly asked about the clear care incident and the possibility that it could have caused the scarring, but all of the doctors say that is "unlikely" I feel that I am having minor side effects from the dapsone, and do not want to continue taking it if I don't, in fact, have ocp. I would like to know if anyone who has ever used clear care improperly, has had a similar result with minor scarring on the inside of their eyelids. Is it possible that clear care could have caused the scarring? Medication administered to or used by the pt: yes. Outcome: visit to clinic/doctor medical tests more medicine to reduce or relieve the possible bad effects of the error. When and how was error discovered: (B)(6) 2011 is when I was referred to an ophthalmologist who specialized in ocular cicatricial pemphigoid. He performed the first biopsy (negative) on (B)(6) 2011. In (B)(6) 2011, I was referred to a dermatologist who performed another biopsy (negative) and prescribed dapson to treat ocp. In (B)(6) 2012, I visited doctor (B)(6) at the (B)(6). He performed another biopsy, this time taking a much larger sample, but again came up with a negative result. As a result of these visits, ocp was never definitively diagnosed, however each doctor felt that because of the scarring, I should be treated for it. Pt counseling provided: unk. Reporter's recommendations: I am still trying to determine if the scarring on my eyelids could have been caused by the improper use of clear care contact solution. (B)(6).